Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4076 implantable pacing lead 2009 (B)(6). (B)(4).

Event description:
It was reported that the lead integrity alert (lia) triggered for short interval counts (sic) and non-sustained events. It was also reported that there were noted episodes of t-wave oversensing (twos) with the right ventricular (rv) lead. The rv lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the lead integrity alert (lia) triggered for short interval counts (sic) and non-sustained events. It was also reported that there were noted episodes of t-wave oversensing (twos) with the right ventricular (rv) lead. It was further reported that the patient apparently stopped taking their medications and received appropriate therapy for ventricular tachycardia (vt) however the patient was converted to sinus tachycardia (st) with premature ventricular contractions (pvc) and twos thereby receiving a 30j shock. Therefore device reprogramming was done; the patient resumed their medications and scheduled to have a follow up remote transmission submitted. The rv lead remains in use. No patient complications have been reported as a result of this event.